Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the doctor found the tube to lack wire which caused the tube to kink and the airway aeration was blocked. Intervention - the tube was changed. The patient's condition is reported as good.

Manufacturer narrative:
(B)(4). The customer returned one 6.5mm spiral-flex et tube for investigation. A visual exam was performed and it was found that the tube was slightly kinked at the machine end. No other defects were observed. The inner diameter of the tube was measured and was found to be out of specification at the location where the tube was kinked. Functional testing was also performed and it was found that a ball bearing would not pass through the location where the tube was kinked. The reported complaint of a kinked et tube during use was confirmed based on the condition of the sample received. The returned et tube was found to be kinked at the machine end where the 15mm connector is inserted. The tube is not collapsed but the tube was found to be slightly out of specification at the location of the kink. A device history record review was performed on the et tube with no evidence to suggest a manufacturing related cause. Therefore, based on the information provided that the defect was discovered during use , it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the doctor found the tube to lack wire which caused the tube to kink and the airway aeration was blocked. Intervention - the tube was changed. The patient's condition is reported as good.